Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 208028 number, and no non-conformance's were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a rupture of 2 cm within parallel lines of shell wear on the posterior aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: implant replacement mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female who had 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were discovered during implant exchange. Replacement with new mentor gel implants was performed on (B)(6) 2022. See 1645337-2022-12527 for contralateral prosthesis report.